Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received several inappropriate therapies due to noise. Review of the egms show that the noise is indicative of a lead anomaly. The lead was capped.